Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange of textured breast implants due to the patient¿s concern with the product." And "pain on left side with fluid increasing." Device evaluation: creases fold, wear abrasion, opening curved on posterior, brown biological tissue and white particles leak test and microscopic analysis was performed which identified: striated opening on anterior and posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior and posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Patient reported left side "exchange of textured breast implants due to the patient¿s concern with the product." And "pain on her left side with fluid increasing." Additionally, healthcare professional reported "calcification, lumbago, capsular contracture with pain baker grade iii-IV, and fluid found around the implant." Device has been explanted.